Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic assisted colectomy procedure, while anastomosing the colon, the device¿s needle tip broke off and was never found/located and x-ray was not done. No patient injury.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.